Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. One opened broken polymer I/a tip, without a wrench was returned for the reported issue of a damaged tip. The returned sample was visually inspected and was found to be nonconforming with the polymer I/a tip broken in two pieces between the threads and the flange. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. Image 1/3/5: photos show a polymer I/a tip with the thread area missing. Image 2/4: photos show the detached threaded area of the polymer I/a tip. Image 6: photo shows the polymer I/a broken in two pieces between the threads and the flange. The reported issue was confirmed. The returned non-conforming sample was received opened. How and when the I/a tip became damaged cannot be determined from this evaluation; therefore a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery an ophthalmic irrigation/aspiration tip was fractured when being removed from the handpiece with the silicone ball, leaving the part with the threading or adjustment grooves inside the handpiece. The surgery was completed on the same day after replacing with another handpiece and tip. The type of surgery was not reported. No patient impact was reported.